Event description:
It was reported that the procedure was to treat the 70% stenosed left proximal internal carotid artery (ica). The lesion was accessed and a large emboshield nav6 embolic protection system (eps) was advanced to the intended location and successfully deployed. A non-abbott balloon dilatation catheter (bdc) was advanced and inflated to 10 atmospheres. A 7x40 mm acculink carotid self expanding stent system (sess) was advanced and deployed in the proximal ica. Following stent deployment, a spatial separation was observed between the proximal end of the stent and the arterial wall, attributed to the ica's inherent curvature. Upon attempted retrieval of the emboshield nav6 filter, the retrieval catheter's progression was hindered at the proximal end of the stent, entrapped by the protruding strut. The retrieval catheter could not be advanced so the need for an alternative device to overcome the sharp angle was addressed by manipulating another device and advancing it to the filter. The catheter was able to navigate to the filter and the filter was retrieved. The patient experienced no thromboembolic events and there were no new neurologic deficits. The patient was discharged 2 days later. Additional information can be found in the article "fabrication of a monorail-type diagnostic catheter for rescue retrieval technique of a distal embolic protection device".

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article title, "fabrication of a monorail type diagnostic catheter for rescue retrieval technique of a distal embolic protection device". B3: date of event estimated as 01/29/2024. D4: the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. In this case, it is likely that interaction with the previously placed stent contributed to the difficulty crossing retrieval catheter preventing the ability to retrieve the filter. It may be possible that the stent was not fully apposed to the vessel wall or was implanted at a tortuous location of the vessel. As a result, unexpected medical intervention was required by using an alternative device to overcome the sharp angle to retrieve the filter. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.